Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had intermittent scanner failures. A field service engineer replaced the scanner cord due to intermittent failure to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis medstation system, the scanner works intermittently, preventing users from dispensing medications to patients. The nurse reported this incident caused a delay when trying to scan for medication and there was no patient harm. There were no adverse events or injuries reported based on this event.